Event description:
A customer reported that their pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. Following the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any further issues arise, which the customer understood.